Event description:
It was reported that the ventilator was auto triggering and generated an incorrect flow curve. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was auto triggering and generated an incorrect flow curve. In a connected support case, several suggestions to solve the problem were given. After (B)(6) 2021, has no further information been received despite requests. No part was returned for investigation. Received device logs and pictures indicate auto-triggering. The device logs contain several clinical alarms indicating both leakage and high pressure between (B)(6) 2020. Most pre-use checks in the test log had passed without issues. No technical error codes were logged. When such alarms occur, it is important to check the patient and the patient breathing circuit, but also to check ventilator settings and alarm limits. A leak in the patient circuit may, depending of the degree of leakage, cause insufficient ventilation or, as a worst case scenario, stop of ventilation. High airway pressure may lead to injury and stop of ventilation. Audiovisual alarms will be generated when set alarm limits are exceeded. Self-trigger situations can occur if the level of trigger sensitivity is set too high or if there is a leak in the patient circuit. It can also occur with some combination of lung characteristics in the patient, for example patients with high expiratory resistance, together with patient tubes that are softer and spring more, for example lightweight disposable tubes. High pressure alarms indicates that there was a high resistance or blocked patient circuit, for example caused by mucus, patient coughing or an otherwise blocked tubing. The conclusion is that the reported issue with ventilator auto-cycling is indicated in received device logs and pictures, likely caused by leakage in the patient circuit, but this couldn't be established. Received device logs do not indicate a technical ventilator malfunction.

Event description:
Manufacturer ref.#: (B)(4).